Event description:
It was reported that guidewire tip detachment occurred. The patient presented with atherosclerotic disease in tibial arteries. The target lesion was located in the tibial artery. During a retrograde procedure, a 300cm v-14 control guidewire was advanced and a 018 non-boston scientific catheter was used to support the wire. However, there was lack of wire traction and the wire looped. Subsequently, 5mm of the guidewire tip detached. Snaring of the detached fragment was attempted and failed. The physician then used a balloon expandable stent to jail the tip of the guidewire in the tibial vessel. The procedure was completed and no further patient complications were reported.